Event description:
Blood leak in a CT 190g dialyzer. The blood leak occurred at the onset of treatment. A hemastix confirmed the blood leak. The number of reuses for this dialyzer is 21. The therapy was stopped when the blood leak occurred and then continued with new disposables. The pt lost approx one unit of blood (about 250cc). There was no pt injury, medical intervention or hospitalization associated with this event. The facility used the renatron reuse system with renalin for reusing dialyzers. The reuse device has been pm'ed and calibrated recently. The facility pre-processes dialyzers and the renatron does an automatic leak test upon preprocessing. The facilty does not pre rinse the dialyzers before placing them on the reuse device.